Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2022, and on (B)(6) 2022, the microsensor was leaking minimal cerebrospinal fluid (csf). Therefore, the physician retrieved the microsensor and stop the monitoring on the same day. There was no other effect on patient.

Manufacturer narrative:
The microsensor was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - internal wires broken inside drainage tube (x-ray), icp express read "no transducer detected", no testing possible. Based on the evaluation the complaint was confirm and determined the cause of the problem stated to be mishandling of the catheter. The complaint and root cause of the failure was confirmed in the complaint investigation. The root cause was of the failure stated was determined to be ¿mishandling of the catheter¿.